Event description:
Caregiver found patient lying in tub. Frame tubing on shower chair had detached from seat and shower chair collapsed. Patient was unable to rise by herself from tub. Emts were called to help with this process. They evaluated for injury and there was none.